Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot#: (B)(6) rev. K, h3) the manufacturer representative went to the site to test the imaging system. Hardware parts were replaced. The tractor drive was returned for analysis. The motor would intermittently lock going forward or backwards. Faulty rotor tractor dr ive assembly was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that irregular system behavior during door open/close and during manual gantry rotation. Manufacturing represent (rep) attended site and confirmed for gantry rotor to move to 194deg door open position but door open action not to be working. Noticed during gantry rotation for motion to be rough causing unusual shaking and stopping suddenly. Checked logs and found during random rotation braking: "motion on the "gantry" controller's "rotor" axis failed due to position error tolerance being exceeded." Removed inner gantry covers and inspected cable chain and found a number of magnets to have come away from the cable chain and piling up on the underside of the cable chain and tray. Removed magnets expecting them to have been impeding the gantry rotation but the random stopping issue persisted. Used labview to see if any errors would be displayed in the motion controller panel when random incident would occur but no errors present. Used imaging system motion service console and connected to gantry controller. Monitored axis a motor and reference position and found encoder values to track very closely but when motion suddenly stopped position error value would vary widely. Graphed torque and position values and found torque to spike when gantry would randomly stopped. Based on previous testing determined problem to be gantry rotor motor related. There was no patient involved.